Manufacturer narrative:
Date sent to the FDA: 05/27/2015. It was reported that the reaction was described as redness, 2-3 cm outside the outline of the topical skin adhesive space. The topical skin adhesive was removed and the patient was treated with benadryl. No additional information was provided.

Event description:
It was reported that the patient underwent total knee replacement surgery on an unknown date and topical skin adhesive was used. Approximately 7 days post-operatively, the patient experienced inflammation and erythema localized around the application site. The surgeon opined they are uncertain if the reaction is allergic in nature. The topical skin adhesive was removed at the 7-day post-operative appointment and the current condition and treatment for the patient are unknown. Additional information has been requested.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.